Manufacturer narrative:
The date of event was not provided, therefore, the date of event is selected as the date of request for the change in the dialyzer. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The sub-assembly production for the fiber bundle, o-ring, polycarbonate molded components, and raw materials used in the manufacture of the finished lot were within acceptable parameters. The lot had one temporary deviation notice (dn) issued that was unrelated to the reported complaint event. There was no indication of any product non-acceptance, deviation, non-conformance, rework, or issues with labeling or process controls, or any other occurrence identified during the manufacturing process which could be associated with the reported event. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Additionally, the dialyzer instructions for use (IFU) document is included in each case of fresenius optiflux dialyzer product and cautions the user regarding reactions.

Event description:
A user facility clinic manager reported that per the patient¿s medical doctor (md), the patient has severe nausea and headache with the fresenius optiflux f180 dialyzer causing the patient to discontinue hemodialysis (hd) treatment after three hours. The patient¿s symptoms diminish completely after treatment is completed. The md had stated that the patient may tolerate hd treatment with the fresenius optiflux f200 dialyzer in order to complete the full four-hour treatment and requested to have the patient change the dialyzer. Follow-up information from the clinic manager revealed that the symptoms are not believed to be related to the dialyzer as the patient has complained of headaches prior to the initiation of hd treatment and the patient is non-compliant with medication (insulin) for diabetes and has additional health problems. The patient reportedly not had any headaches or any other symptoms for the past three hd treatments. After further investigation of the patient¿s treatments, the clinic manager reported that the patient was taking insulin before hd treatment but not eating any food causing his blood sugar to be low. This is believed to be the reason the patient was getting headaches and becoming nauseated. The md has ordered the patient to be changed back to hd treatments with the original type dialyzer, the fresenius optiflux f180. No malfunction of the fresenius dialyzer in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
In the initial submission was stated to be 08/14/2017; however, the correct date should have been stated to be 08/25/2017. Clinical investigation - although a temporal relationship exists between the use of the fresenius optiflux 180nre dialyzer and the reported adverse events of severe headache and nausea experienced by the patient during hemodialysis (hd) treatments, further communication with the clinic manager revealed that the adverse events of severe headache and nausea were instead the results of the patient taking insulin and not eating any food prior to hd treatment, which resulted in low blood sugar. Severe headache and nausea are well known side effect of hypoglycemia. There is no documentation in the complaint file supporting a probable association between the optiflux 180nre dialyzer and the adverse events of severe headache and nausea. Additionally, the clinic manager reported that it is not believed that the patient had an allergic reaction to the dialyzer and the patient would be utilizing the f180nre dialyzer for future hd treatments.

Event description:
Additional information was received from the clinic manager, who stated that the patient is currently doing well with use of the optiflux f180 dialyzer. The clinic had started patient hemodialysis (hd) treatments back on the original dialyzer and the patient has not experienced any headaches or nausea. The clinic manager reiterated that the adverse events of severe headache and nausea were due to the patient taking insulin in the morning and not eating any food prior to hd treatment, thus resulting in low blood sugar. The patient was informed to either take a lower dose of insulin or to bring a snack to eat during hd treatment.